Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported hat the customer experienced a low blood glucose (bg) of 51 mg/dl. Reportedly, the customer had surgery and insulin was increased per the healthcare provider's (hcp) orders. Bg was addressed by the customer adjusting the insulin rate with a temporary rate adjustment. Recommendation was made by tandem's technical support for the customer to contact a hcp regarding bg.